Manufacturer narrative:
The pod was received with the cannula deployed. A hazard alarm was generated by the pod during its operation, which deactivated the pod. The download data indicated no signs of struggle or pulse width increase. This data coupled with investigation findings of no additional damages or defects in the pod indicate nothing that would contribute to a communication error, or result in the device over-delivering insulin or failing to deliver insulin before generation of the alarm. The exact cause of the hazard alarm could not be conclusively determined.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is pending evaluation. A supplemental report will be submitted upon completion of this activity. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that she was at the mall with her friend and collapsed in the parking lot. The ambulance was called and when they checked her blood glucose (bg), she was reading between 25 and 40 mg/dl. Patient mentioned the last time she had given herself a bolus was about an hour prior, she gave herself 10 units for a banana muffin. She was then taken to the ER (emergency room) and diagnosed with hypoglycemia. They made her eat a meal but she was still low, after she ate her bg dropped back down to 45 mg/dl, so they made her eat more. They were monitoring her blood sugars for a few hours and she stated that her levels got back up to 230 mg/dl when they discharged her. Patient had the pod on and kept it on until it expired. No other medical issues were being experienced, other than blood pressure being elevated which they gave her blood pressure pills (valsartan) for. Following the low bg levels and ER visit, patient also reported that she had an alarm on the pdm (personal diabetes manager) at about 3:30am. She stated that she had an error where the pod and pdm had not communicated. The pod had been deactivated, insulin stopped. She removed the pod because of the communication error. Her bg levels reached over 500mg/dl and she injected 20 units with a pen. The pod had been worn between 4 and 24 hours.